Manufacturer narrative:
It was reported that when the device was introduced to the patient, the needle broke off. Visual inspection of the returned device confirmed that a portion of the distal tip of the device was broken. The broken piece of the needle was not returned for evaluation. A visual evaluation of the returned broken device also indicated that the actuator was advanced at the post of t2 deployment position. This failure mode can be attributed to improper user technique. Per the instructions for use ¿warnings: do not bend delivery needle.¿ a review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further action is required. (B)(4).

Event description:
During an unknown procedure it was reported that when the device was introduced to the patient, the needle broke off. There was no reported patient injury.